Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not power on. Customer reported there was no patient involvement.

Manufacturer narrative:
Problem was confirmed, rp-power supply was replaced. Unit is back in service. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.